Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v318138, implanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported the patient doesn¿t think it¿s on. The patient cannot get it to work and they never turn it on or off. It was noted this has been happening for about a month now. The patient synchronized, and says her device was on at 0.0 volts but when she tries to make an increase it shows the "upper limit reached screen". The patient noted it was always on 2 and they never had to touch it but now it¿s on 0.0 volts. Patients ins (stimulator) was about 5 years old. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.